Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error detected and no delivery. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that insulin pump is not running right. The customer stated that they need a new battery every 6 hrs. The customer declined to troubleshoot. The customer also received insert battery, replace battery and low battery alarms. The customer received power error 3 times. Customer reports pump has not been exposed to temperatures below 41°f (5°c). Customer isn't using a 620g or 640g pump with software version 2.6. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with operating currents within specification. The device passed self test, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected insulin flow blocked alarms were noted. The device received power error 25 due to connector resistance issue with the electrical board.